Manufacturer narrative:
(B)(4). This following report is being submitted to relay additional information. 1 products on 3 was returned for evaluation. Complaint device was evaluated and the reported event was confirmed. Evaluation of returned device showed that the supplier sealing was opened. The manufacturer sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This following report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the left sealing was opened on 1/5 of the length. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported the inner sterile packaging was compromised, allowing the cement contents to leak out. The product was used. No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 06946279 - 2017 - 00272. Unique device identifier (B)(4). Report source- foreign. The event occurred in (B)(6). PMA 510(k):- the product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the inner sterile packaging was compromised, allowing the cement contents to leak out. The product was used. No further information is available at this time.